Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (103.2 mcg/ml at 13.39 mcg/day) and morphine (12.5 mg/ml at 1.286 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2017 it was reported that the patient presented to the ER (emergency room) the night prior with lethargy which had come on suddenly. The pump was read today and the logs were found to be normal. The reporter was called back later the same day and at that time the pump was set to minimum rate with baclofen (103.2 mcg/ml at 0.79 mcg/day) and morphine (12.5 mg/ml at 0.075 mg/day). When the reporter had entered the patient¿s room and attempted to wake the patient he did not wake up. It was unclear if this occurred the first or second time the patient was seen or both. Per the hcp, the patient had been stable prior to this episode. The patient was not due for a pump refill until the end of this month and there had been no recent adjustments to the pump.

Event description:
Additional information was received and it was reported that as of (B)(6) 2017 the patient¿s pain clinic had no additional information or updates on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.